Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of separation where the tubing connects to the pump segment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced tubing separation where pump segment connects to safety clamp. It was reported by the customer that the IV alarming due to air bubble and the tubing separated where pump segment connects to safety clamp.